Event description:
The provider states the front rigging broke at a weld. The provider states the front rigging were ordered separately and not with a chair.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.